Event description:
It was reported that the patient was scheduled for vns explant. The patient underwent vns explant on (B)(6) 2014. It was reported that the explanting facility does not returned explanted devices for analysis; therefore product analysis cannot be performed.

Event description:
The physician reported that the patient has a continuation of gastric issues. The doctor reports that the patient has mild vomiting, but has developed gastric ulcers. She also stated the patient's coughing persisted after (B)(6) 2013 despite the device being disabled. The patient's dyspepsia was attributed to the patient's diet and was not attributed to vns.

Event description:
On (B)(6) 2014, the patient¿s mother reported that, since device explant, the patient had severe coughing and could not stop. Follow-up with the physician showed that the coughing was independent of anything done with vns. The patient did not have coughing for years with it during any programming or with normal use or stimulation.

Event description:
Additional information was received that the patient has been an ent and was told that the nerve should heal.

Event description:
The patient's mother is concerned that the patient is experiencing constant coughing day and night since vns explant. The ent informed the mother that it could take six to nine months to resolve.

Event description:
It was initially reported that the patient was experiencing non-stop coughing and vomiting. There was no a suspect issue with the vns but related to the patient's medical conditions. The patient had a medical issues (unspecified) and the coughing and vomiting have to do with that but it was unknown if they were also related to stimulation. The patient had their generator turned off. The previous week the patient's father had taken her to the emergency room due to coughing and a fever. She was sent home and returned to the hospital the following monday due to the coughing and vomiting. The magnet had been taped over the generator and the coughing diminished significantly. She did vomit after this but it was less than earlier in the week. Good faith attempts for more information have been unsuccessful to date.